Manufacturer narrative:
A ge representative conducted an onsite investigation. The service representative replaced a part. The system was tested and operates as intended.

Event description:
The customer reported that the 9600 system displayed a checksum error message. No pt injury was reported.